Event description:
The customer reported that while the unit was in use on a pt, the waveform disappeared from the display when the leads were changed on the pt. Therapy was continued. No pt injury was reported.